Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a hole in the proximal end of the cylinder from sharp instrument. The first cylinder had worn at fold in the proximal end and middle of the cylinder. The first cylinder did not pass the leakage testing. The second cylinder was microscopically inspected and had wear at fold in the proximal end and middle of the cylinder. The second cylinder passed the leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination was found within the ms pump. Ms pump passed the leakage testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and upon examination a hole in the cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and upon examination a hole in the cylinder was found. The pump and cylinder were explanted and replaced. No patient complications were reported.